Event description:
The tandem mobi insulin pump fails to deliver requested bolus. Anything over 2 units of insulin fails and will not deliver. If I try to re-deliver the amount that failed, the pump will continue to fail and deliver 0 units. This occurs even when a new cartridge of insulin is installed. This causes frequent hyperglycemia.